Manufacturer narrative:
Concomitant products: 638bl32 heart band implanted on (B)(6) 2014; 690r36 heart ring implanted on (B)(6) 2014; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.